Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient in a palliative situation, with comfort management for multi-metastatic cancer passed from an apparent overdose of medication. Per reporter the patient was receiving a continuous infusion from a 100 ml cassette filled with 400 mg of oxycodone at a rate 1.6 mg/h with a bolus of 3mg, with four boluses per hour. The cassette was changed at six p.m. Per reporter the pump alarmed and it was found that the cassette was empty at four a.m.; the cassette had been administered in under twelve hours. Subsequently a new cassette was placed with a concentration of 10 mg/ml, a rate of 1.6 mg/h, bolus 3mg, with four boluses per hour. It was reported that an overdose was suspected and the administration was stopped per medical orders. Per reporter the on-call doctor was about to prescribe and administer naloxone, however the patient passed before it was administered. A medical review is pending.

Manufacturer narrative:
One device was returned for analysis. Reviewed of the event history log (ehl) showed the continuous infusion rate was programmed at 38.4 mg/h and showed the 100 m/l cassette with a concentration of 4 mg/ml was emptied following 10 hour, 17 minutes of delivery. It was reported that the programmed continuous rate was intended to be set to 1.6 mg/h. A functional and visual test were performed and the reported issue of over delivery was not duplicated. The pump was found to be operating properly and passed all tests. The probable cause of the reported issue was due to the user entering an incorrect value for the continuous rate. The user manual was reviewed, and the device was used for its intended use of, "the pump is intended for therapies that require a continuous or intermittent rate of infusion." As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Per the medical review, the lack of details of the patient¿s infusion history and description of the state of patient¿s status in palliative care at the time of this infusion precludes a comprehensive medical assessment. If additional information becomes available, this medical assessment will be further revised as needed.